Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an intervention of the right posterior tibial artery, an advance 14 lp low profile balloon catheter presented with a leakage. When attempting to bring the device up to the recommended pressure, the physician noticed it wouldn't inflate. Upon the second and third attempts, the physician noted that there was a leak from the device. The leak occurred outside of the patient. A new advance 14 lp low profile balloon catheter was opened and used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, dimensional verification, quality control, instructions for use, drawings, specifications, a visual inspection and functional test of the returned device were conducted during the investigation. The functional test of the returned device revealed a leak 30.0cm from the proximal end during an inflation attempt. Futhermore, a 3mm abrasion was noted on catheter tubing at the leak location. The hub, strain relief, and balloon presented with no non-conformities. The wire passed from the distal tip through the catheter until it exited out the proximal wire port without excessive force. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.